Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The x-ray tube, snubber, high voltage supply regulator, generator driver, and backplane were replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 9800 system would not produce x-rays, and displayed a low ma error message. No pt injury was reported.